Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the returned sample found that the cable had fractured at the cable/basket connector. User technique can contribute to fractures of the cable.

Event description:
It was reported that after four passes into the graft, the basket on the ptd separated from the cable. The basket was located and removed with a snare. Reportedly the graft was heavily clotted. There was no add'l pt complications.